Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. Based on the information provided, the cause of the reported local reaction (fluid mass) could not be determined. However, it should be noted that the mynxgrip device is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure that the product meets sterilization and bacterial endotoxin specification, prior to each lot being released for commercial use. Additionally, per the mynxgrip instructions for use (IFU), the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration. Should additional relevant information become available a supplemental MDR will be filed. UDI number: (B)(4). Note: production identifier (pi) number is unknown as the lot number was not provided.

Event description:
It was reported that two days after the mynxgrip device was used for arterial closure, the patient experienced a 9 cm by 11 cm unknown fluid mass on the subcutaneous tissue around the groin area. The device was being used with a 6f procedural sheath following an interventional coronary procedure. The access site was described as fine following the mynx procedure as well as the day after the mynx procedure. It was unknown what the fluid mass was; however, the doctor suspected that this had to do with the mynx sealant. An ultrasound and CT scan revealed that the vessel was fine. No further intervention was needed and the fluid mass resolved on its own. The patient's hospitalization was prolonged as a result of the event and discharged two days later. The patient was described as fine. Additional information was requested but was unknown.